Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding is determined to be patient condition because the bleeding was reported from retroperitoneal space and not at the impella access site. Hence the root cause is patient condition and unrelated to the use of impella.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had a impella cp support placed for a patient admitted in with acute myocardial infarction and cardiogenic shock diagnosis. The pump was placed despite the patient being on multiple anticoagulants, including tenecteplase, plavix, heparin, and aspirin. The pump had a retroperitoneal bleed that prompted two units of blood and fresh frozen plasma to be infused. The pump was weaned successfully and the procedural outcome was the patient survived surgery.